Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved angio-seal 6fr failed to insert the angio-seal sheath into the vessel. The doctor tried to apply further adequate force inserting the angio-seal sheath. However, the angio-seal sheath kinked at the tip. This angio-seal was removed and switched to manual compression. The case was done. Patient condition was stable. There was no patient injury, medical/surgical intervention required. Additional information was received on 08 march 2022: the procedure being performed was a percutaneous coronary intervention (pci) and a 6fr procedural sheath was used. The kink was caused by the insertion difficulties of the sheath. Manual compression was held for 30 minutes. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea). Risk level is within limits, however there is an increase in occurrence level, action item was opened to address the issue and has been sent to the new product development (npd) quality team.